Event description:
The drainage tube was to be removed. The nurse attempted removal and was unable to do so. The physician attempted removal and was unsuccessful. Physician tried again, at which time, the drain broke off. A 15 cm of the drain remained in the pt's incision and pt was returned to surgery for removal.